Manufacturer narrative:
To date, information suggests that this ICD may not have been successfully implanted as a result of being in storage mode. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may have reverted to storage mode prior to implant. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. The local area sales representative planned to re-interrogate the device to confirm whether the device were in storage mode. There were no reported adverse patient effects associated with this clinical observation.